Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with unit. The unit was tested, confirmed to be operating according to specification, and returned to service. Section 1 of the operator manual for the v-pro max sterilizer states, "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Also, "when handling hydrogen peroxide, wear appropriate personal protective equipment ... And observe all safety precautions." Section 6 of the operator manual states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Steris has provided the user facility with in-service training regarding proper ppe and the use and operation of the v-pro max sterilizer.

Event description:
The user facility reported that an employee was removing a pack after a completed v-pro max sterilization cycle and obtained a burn. The employee was not wearing ppe. No medical treatment was sought or administered. The employee resumed normal work duties.